Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator's (epg) main printed circuit board (pcb) was out of specification. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.